Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that on the (B)(6) 2010, the surgeon used the dall miles plate on a femur fracture. The patient apparently did have her follow-up visits in (B)(6) and (B)(6). On the (B)(6), the patient reported that she sat down and heard something "snap." On the (B)(6), the plate was removed. No complications were reported.